Event description:
The customer reported that the system failed to display a "live" fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and floppy drive were recommended for replacement. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.